Event description:
It was reported that the system 2600 displayed table tilt error 424. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The motor controller circuit board was found to be defective and was replaced. Cables were reseated and made secure. The system was tested and found to be working as intended and placed back into service.